Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The patient presented on an unknown date and the system was explanted. The patient was re-implanted on (B)(6) 2018 with a new system and the patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on (B)(6) 2018 indicated that the patient presented on (B)(6) 2018 for explant procedure and the system was explanted.